Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, midway through the procedure during liver resection, the jaws locked after sealing, not applied on tissue. The device was difficult/impossible to open, but the device did not get stuck on tissue. The device was cleaned normally when needed. The knife blade was not extended and did not protrude beyond the edge of the jaws. Another device was used with the same generator and it worked fine. There was no patient injury.